Event description:
The sevice rep reported that the 3100a ventilator did not meet a spec. He could not achieve a mean airway pressure (map) less than 12 cmh20 during routine rental checkout. There was no pt involvement at all.